Event description:
It was reported that the pump could no longer be switched on. During physical inspection, it was found that there was a torn downstream occlusion seal. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a torn downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the main board. As a result, the main board and downstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.